Event description:
Philips received a complaint on the heartstart xl+ device indicating that there was a therapy test failure. The bench repair service engineer evaluated the device. It was determined that the therapy capacitor was defective. The device has reached end of the technical support period, and no parts were available for replacement. The device was out of service support and sent back to customer without any repair and no further evaluation is warranted at this time.